Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the adverse event(s) of fo and hyperkalemia which warranted hospitalization on (B)(6) 2018. Per the pdrn, the patient was non-compliant and did not perform pd therapy as prescribed for 3 days, which subsequently caused the fo and hyperkalemia. Non-adherence to peritoneal dialysis therapy is directly connected to poor outcomes and should be a deciding factor when determining pd therapy¿s efficacy in an individual. Based on the information available, the liberty select cycler can be disassociated from the event(s), as there is no evidence or indication a fresenius product(s) or device(s) caused or contributed to a serious adverse event.

Event description:
A patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) called technical support requesting assistance. During the call the patient reported she was hospitalized on (B)(6) 2018 through (B)(6) 2018 due to heart issues. Upon follow up with the patient¿s peritoneal dialysis nurse (pdrn), the pdrn stated that the hospitalization was in fact due to hyperkalemia and fluid overload (fo), not cardiac related issues as previously stated by the patient. The patient did not perform ccpd therapy for 3 consecutive days, after experiencing unknown and unreported trouble with the liberty select cycler. The patient performed ccpd therapy throughout the hospitalization utilizing 2.5% pd solution and has recovered from the event. It is unknown if any fresenius product(s) or device(s) were utilized during hospitalization. The patient was reeducated (specifics not provided) prior to discharge, and currently is performing ccpd therapy without issue. Additional details surrounding the patient's hospital course and condition were requested, however not provided.